Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. Upon review, it was determined that the shock was delivered due to over-sensed artifacts that were consistent with an electrode fracture. There were similar episodes of untreated over-sensing in the past. Provocative maneuvers were performed, which were able to reproduce the noise. The patient was hospitalized pending an explant procedure, where this electrode will be removed alongside the device (as the patient no longer is suitable for a s-ICD system). At this time, this electrode remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. Upon review, it was determined that the shock was delivered due to over-sensed artifacts that were consistent with an electrode fracture. There were similar episodes of untreated over-sensing in the past. Provocative maneuvers were performed, which were able to reproduce the noise. The patient was hospitalized pending an explant procedure, where this electrode was removed alongside the device (as the patient no longer was suitable for a s-ICD system). The electrode was discarded and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Fracture is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, fracture has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as fracture is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department following an inappropriate shock. Upon review, it was determined that the shock was delivered due to over-sensed artifacts that were consistent with an electrode fracture. There were similar episodes of untreated over-sensing in the past. Provocative maneuvers were performed, which were able to reproduce the noise. The patient was hospitalized pending an explant procedure, where this electrode was removed alongside the device (as the patient no longer was suitable for a s-ICD system). The electrode was discarded and will not be returned for analysis. No additional adverse patient effects were reported.